Manufacturer narrative:
Concomitant medical products: 1882tc52 competitor lead, implanted: (B)(6)2013. Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a shock while sleeping. It was later determined that at the same moment, the device had experienced a power on reset (por), indicated as a "no reason code" por, and episode data could not be retrieved. The physician decided to explant and replace the device, and cap and replace the lead, due to lack of confidence. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.